Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and experienced rupture on the left side post-operatively, which was confirmed via mammogram/ultrasound. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the patient underwent device explantation on (B)(6) 2022. Both devices were found to be ruptured upon explantation. The event country was identified as united arab emirates. This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 8, 2024, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 4, 2022, additional information was received indicating the patient also experienced breast pain on the left side. The date of event was identified as jun 1, 2021. Manufacturer¿s reference number: (B)(4).